Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) monitor went down. They had issues with getting the replacement monitor up, but the issue was resolved by putting the correct ip from the failed monitor into the new one. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) monitor went down. They had issues with getting the replacement monitor up, but the issue was resolved by putting the correct ip from the failed monitor into the new one. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Investigation conclusion: the customer replaced the cns that went down with a spare unit. Exchange/repair service was not requested for the cns that shut down. The complaint device was not returned to nk. Root cause could not be determined for the shutdown issue. The cause of the set-up issue with the replacement unit was user error. The new bedside monitor was set to auto ip instead of manual ip. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 08/11/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) monitor went down. They had issues with getting the replacement monitor up, but the issue was resolved by putting the correct ip from the failed monitor into the new one. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1: (B)(6) 2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) monitor went down. They had issues with getting the replacement monitor up, but the issue was resolved by putting the correct ip from the failed monitor into the new one. No patient harm was reported.